Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer has reported that the unit will be eliminated from service and a replacement will be purchased so this device is not available for return. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit has a transducer error. It is unknown if there was any patient involvement at the time of the incident.